Event description:
It was reported the ipg randomly turns on or off and randomly increases stimulation. It was reported pt had the ipg explanted. Further info is unavailable at this time.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. This ipg model number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.